Event description:
The manufacturer was informed that a patient who received a perceval valve in 2016, will receive a transcatheter aortic valve implantation (tavi) due to valve degeneration. No further information is presently available. The manufacturer received additional information confirming that the tavi has been done although the exact date was not informed. No complications or patient adverse impact occurred.

Manufacturer narrative:
Since the device was not explanted and no further information has been received to date, no further investigation is possible at this time. Thus, the root cause cannot be established at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer will revisit the investigation should further information be provided.

Manufacturer narrative:
Remains implanted.

Event description:
The manufacturer was informed that a patient who received a perceval valve in 2016, will receive a transcatheter aortic valve implantation (tavi) due to valve degeneration. No further information is presently available.